Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer reported the enlite sensor was connected to the transmitter, however the green light did not flash. The customer stated that the sensor was connected again but the same issue occurred. The sensor was removed from the patient's body and it was found there was no electrode.